Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 investigation summary: the product was returned to ethicon for evaluation. One cannula with a pds suture and one detached plug outside its packaging were received for analysis. Product code ez10g. During the visual inspection of the sample, it was noted that the plug was detached from the suture. The suture end was inspected and there is not sufficient impression at the insertion mark. The hole of the plug was examined under magnification for suture remnant, and none was observed. Therefore, this resulted in a suture/cannula pullout defect. Based on the information currently available, suture/cannula pullout issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: please confirm if the tip of the suture or the tip of the plastic tube. * are there photos available for visual analysis. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the tip part was detached. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. There were no adverse consequences reported. Additional information was requested.